Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that several months ago, around (B)(6) that the device stopped helping and the patient wasn't able to make any adjustments so they believed that the ins battery had depleted. When asked, the patient said they don't recall what was on the screen when they last checked earlier this year. The patient replaced batteries and when they connected, they received a call doctor screen - por. Patient services reviewed information about por and patient said that last week ((B)(6) 2021) they did have an ablation procedure on their back. During the ablation procedure, the patient told the hcp that they had an implant; however, thought the implanted battery had depleted. The patient said that when the hcp started the ablation, the patient experienced severe pain right near implant site (right side) so the physician stopped the procedure on that side and did finish on the other side. The patient said that they felt like they were being shocked. The patient was redirected to their healthcare provider to further address the issue. The patient was going to schedule an appointment as soon as they found a new managing physician, as they said that they can no longer go to implant physician because they switched insurances. Patient services provided listing for physicians in the area.